Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed the x1 tubing on the system was too long, the sample head transducer was twisted to the side, preventing proper mixing, and the sample flush pump was titrated above 30%. Next, the cse replaced all integrated multisensor technology (imt) tubings (dilution 1 (d1), dilution 2 (d2), x0 to x3, reagent 1 (r1)), sample head, sample metering and flush syringe tips and motors. Then, the cse ran a system check, which passed, performed all alignments, and ran ten precision tests in five separate cups, which recovered acceptably. Further, the cse worked on an issue unrelated to this event, which involved replacing the flush, standard a (std a), standard b (std b), different lots of dilution check solution, imt port, rotary valve, port assembly, and syringe tips. Next, the cse ran a dilution check, calibration, and qc, all of which passed, flushed port waste line with hot water, lubricated lead screws for both dilution fluid pump and sample pump, and primed tubings multiple times. Siemens evaluated the event and determined that the flow issue through the imt potentially contributed to the falsely depressed na results. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely depressed sodium (na) result was obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous result was not reported to the physician(s). The sample was repeated on the original system and on an alternate dimension exl 200 integrated chemistry system. The first repeat result from the original system recovered similar to the initial result, considered erroneous, and was not reported to the physician(s). The second repeat result from an alternate system recovered higher than the erroneous results. The second repeat result was considered correct and reported to the physician(s) as 135 mmol/l. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.